Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their c501 analyzer. The customer provided data for one patient with a discrepant sodium result that was reported outside the laboratory. On (B)(6) 2014, the patient's sodium result was 134 mmol/l. This result was reported outside the laboratory and considered to be correct. On (B)(6) 2014, the patient had a second sample drawn and the result was 99 mmol/l. This result was reported outside the laboratory, but considered to be incorrect. On (B)(6) 2014, the patient had a third sample drawn and the result was 129 mmol/l. This result was reported outside the laboratory and considered to be correct. The patient's second sample was repeated and the result was 130 mmol/l. This result was not reported outside the laboratory, but it was also considered correct. For troubleshooting purposes, the customer ran five random patient samples, and noticed they were decreased significantly. The customer did not have the actual results to provide. The customer then ran quality control and it was out 2 sd. The customer replaced all the reagents, recalibrated, repeated quality control, and everything looked fine. The customer repeated the five samples tested at random and they "recovered 0.1 from original value". The customer "caught mistake in time" before the patient was treated and there were no adverse events. The sodium electrode lot number was b3718 and the expiration date was 04/30/2015. The field service representative suspected reagent the customer replaced was contaminated. He checked the probe condition and adjustments for the ise reagent sample and sipper probes. He checked the condition of the ise seals and syringes. He performed an ise check and precision test and recovered results well within the expected limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.